Event description:
It was reported that prior to the start of a da vinci-assisted malignant hysterectomy surgical procedure, the integrated electrosurgical unit (iesu) [erbe] had error c-33. Technical support engineer (tse) asked caller if erbe was already power cycled. Caller stated that this was tried 5 times without success. Also, tse asked caller if the video side cart (vsc) of the other system could be used or if they have forcetriad with energy activation cable. Caller stated their other system was in use and was not sure about the forcetriad. Then, caller stated they connected a valleylab ft10 to the vsc but got some errors. Tse stated ft10 was not validated for use with the davinci and cannot be used. Therefore, caller stated they had a forcetriad which was discarded once they got the new valleylab ft10. The procedure was aborted without patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) [erbe]. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. During iesu cautery activation, the c-33 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.